Event description:
It was reported that patient decompensation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. During the transeptal crossing with the was, the patient became bradycardic. The physician administered atropine. The patient then experienced an increase in blood pressure and went into ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was initiated, and the patient was shocked back into sinus bradycardia and began to stabilize. A coronary angiogram was completed which was clear for thrombotic events. A computed tomography (CT) scan was also completed which came back clear. The patient was kept intubated overnight. The next morning, the patient was extubated and expected to make a full recovery. There were no other complications or consequences as a result of this event. The procedure will be rescheduled for a later date.